Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013: patient underwent a right tka for djd. Patella was resurfaced and depuy cement was used. No complications were noted. On (B)(6) 2020: patient underwent a revision of the right tka due to pain. Femoral component was found to be distally loose - loosening interface note noted. Tibial component was also loose and cement did not appear to be adherent to the undersurface of the tray. An effusion was also noted. Infection work up was negative. All implants were removed and competitor products were placed. On (B)(6) 2013, (B)(6) 2020; right knee.